Event description:
It was reported that this pacemaker reverted to safety mode. In addition, oversensing was noted. Therefore, it was scheduled to be explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.